Event description:
When a physician used the subject device for a laparoscopic inguinal hernioplasty, the probe of the subject device broke. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of same model. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. And there was not a scratch at the broken point. The mfg history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe presumably was too hot and broke because the physician activated ultrasound output while grasping hard tissue such as bone or calcified tissue with the probe. The instruction manual of sonosurg scissors already states: warning: do not activate ultrasonic output while grasping hard tissue such as bone or calcified tissue with the probe. Otherwise, the probe may be damaged or become too hot before the output warning alarm sounds. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.